Manufacturer narrative:
After the revision procedure the device will be returned to boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) was found to be at end of life (eol) and exhibited extended out of range charge time of 32 seconds with a battery voltage of 2.66 v. Premature battery depletion (pbd) was suspected. The physician elected to hospitalize the patient as a revision procedure will be performed in the near future. A boston scientific technical services (ts) was contacted and a save to disk was sent in for analysis. No adverse patient effects were reported. At this time the device remains implanted and after the revision procedure is performed the device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance. Improvements to the manufacturing process have been made. These improvements have helped to reduce variability in impedance build-up but may not have eliminated it completely. While the device required replacement due to the appearance of the replacement indicator, the device was capable of detecting and treating arrhythmias at the time of replacement.